Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable sodium results for "a few patients" and provided discrepant results for one patient. The initial sodium result was 123 mmol/l and was reported outside the laboratory. A physician requested a second sample be drawn from the patient and the laboratory was notified to also repeat the measurement on the original sample. No treatment was administered to the patient and the patient was not harmed. The second sample, tested (B)(6) 2011, recovered a sodium result of 141 mmol/l. The original sample was repeated on (B)(6) 2011 and the sodium result was 139 mmol/l. The customer proceeded to switch testing to their back-up analyzer. The sodium electrode lot number was not provided. The field service representative determined the tubing attached to the concentrated ise drain port was crimped/bent and most likely caused the discrepancies. The crimped tubing caused a back pressure all the way through to the ise sipper which would intermittently spray out solution into the reaction cells. After changing the tubing, ise performance tests were satisfactory. The field service representative noted that the customer most likely crimped the tubing while performing their daily maintenance. He advised the customer how to perform the maintenance without crimping the tubing. Sodium measurements are repeated several times and the risk for patients with isolated altered sodium values can be considered remote. The physician questioned the initial low result. No adverse events were reported.